Manufacturer narrative:
Device is expected for eval. A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that the implant broke on insertion. The surgeon tapped (average bone) then inserted the implant about 3/4 of the way and it broke. Surgeon cut the remaining material off to make it flush with the bone. He then inserted a titanium screw next to it. Arthrex rep was present in the case. This device is used for treatment.